Event description:
Customer reported via phone call that they have been experiencing high blood glucose up to over 500 mg/dl. Customer stated that the infusion sets bend a lot; causing the highs. Customer stated there was a hospitalization due to heart issues and blood glucose has been high since then. Customer declined to be transferred for further assistance and troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.